Event description:
Reportedly, this new device was intended to be used for exchange in a patient with already implanted non-microport system (device and leads). However, no output after connection to implanted leads.